Manufacturer narrative:
Cmp-(B)(4). (B)(4). Concomitant medical products: molded lps nexgen articular surface cat#:00599604014, lot#: 60209483 . Option lps nexgen femoral component cat#: 00599601602, lot#: 60167897. .customer has indicated that the product will not be returned to zimmer biomet for investigation, as product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-08445, 0001822565-2017-08446. Product location is unknown.

Event description:
It was reported that the patient was revised due to pain in the back of the knee.

Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown a the time of the initial medwatch.

Event description:
It was reported that the patient was revised due to pain in the back of the knee and the articular surface was fractured. It was further reported that all components were removed and replaced as the patient had instability ligamentaire. As a result, the surgeon implanted a constraint prosthesis. No additional patient consequences were reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of operative notes and x-rays. Visual inspection of the articular surface shows that the post is fractured and the dovetail is flared out. Also there are multiple wear marks (nicks and gouges) and discoloration seen on surface of the device. Visual inspection of femoral and tibial components shows wear marks (nicks, gouges and scratches) on the surface of the device. There is some bone growth seen on the femoral component. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information available at this time.